Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: can you identify the lot number of the product involved? 107ckg how many devices demonstrated the alleged deficiency?unk, maybe 1. How was the product purchased?unk are there any photos of the product available?unk the 9-inch length sfx is displaying as both 22cm and 23cm. It was informed that 23cm is the correct measurement, but the presence of both values is causing confusion among end users, especially since centimeters are the primary metric used in japan.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. The suture was labeled as 23cm in the catalog and the aluminum package is originally labeled as 22cm but some aluminum packages were labeled as 23cm. There was no problem with the product due to the label of the aluminum package. This event was found before use. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/15/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d1. Additional information: h6.a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.